Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: sample received - one open pouch (detached needle with no thread inside) OEM stock: (B)(4). There are no previous complaints of this code/batch. The test results of the available OEM stock conform to the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM requirements. Corrective/preventive actions: not applicable. Final conclusion: the complaint is not corresponding (not justified).